Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was no issue at the station. A field service engineer inspected the bus cable for damage, ran full diagnostics, verified power management, opened the electronic drawer, and confirmed all cables were properly connected. The system functioned as intended after the field service engineer had investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was randomly shutting off. A reboot temporarily restored operation, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.